Manufacturer narrative:
To date, the device involved in the reported incident has not been returned for evaluation. An investigation had been initiated based upon the reported information.

Event description:
The reporter stated that the surgeon tried to implant four 12mm spin screws in the second metatarsal head after measuring with k wire and predrilling. Each of the four screws broke at different parts of the screw during implantation. The doctor was not able to retrieve part of one screw that broke off below the bone. Another type of screw was subsequently used to secure the second metatarsal.